Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable d9: complainant part is not expected to be returned for manufacturer review/investigation.

Event description:
It was reported that on an unknown date, upon post case inspection, the t-handle inner thread cold welded into t-handle inserter. It was unable to take apart, and there was no patient consequences reported. This report is for one (1) of two (2) t handle inserter for complaint (B)(4).